Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the representative and biomed ran a functional check on the arctic sun device and it was not heating. Representative reran the functional check with biomed and drained 500ml from the device and heated very slow, inlet pressure was -7 and flow rate was 2.0 lpm. The device would be coming in for investigation. Per follow up information received on 16jun2022, there was no patient involvement. The device would be sent in for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Patient data confirming the reported condition was irretrievable due to a failed control panel. Two different tests were performed to test the heating of the device. First with a test loop attached to the manifold, the device heated to 41 degrees c from 4 degrees c in 9 minutes. The same test was performed in bypass mode heating in 16 minutes. All elements of the heater were checked and found to be operational. The root cause of the reported condition of heating slow after .5 l of water was removed could not be determined. Water found in the overfill cup suggests that there was an overfill condition. This may have led to water flowing freely between the chiller tank and the main tank causing the slow heating reported but without data is inconclusive. Preventatively replace the heater element due to the reported heating problem. Upside down enter password screen encountered in decon and during assessment. Evidence of overfill in overfill cup. Missing usb cover. Replaced the control panel assembly sn (B)(6)with sn (B)(6)due to enter password screen displayed. Preventatively replaced the level sensor due to the evidence of overfill. Replaced the missing usb cover. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. As the reported event is unconfirmed, DHR review is not required. Based on the results of this investigations, no additional action is required at this time. As the reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the representative and biomed ran a functional check on the arctic sun device and it was not heating. Representative reran the functional check with biomed and drained 500ml from the device and heated very slow, inlet pressure was -7 and flow rate was 2.0 lpm. The device would be coming in for investigation. Per follow up information received on 16jun2022, there was no patient involvement. The device would be sent in for evaluation. Per sample evaluation results received on 29jul2022, the enter password screen was upside down encountered in decontamination and during assessment. Overfill was observed in overfill cup. The usb cover was missing.